Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with approximately 500 units of insulin. The customer declined tandem customer technical support's (cts) offer to troubleshoot. Cts suggested that the event may be due to overfilling the cartridge. The customer declined and stated that inaccurate reading was not due to use error and that it was a pump issue. The customer declined to download the pump data for review and any further help from cts. There was no reported impact to the customer's blood glucose level.